Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. As per the surgeon, the complication was due to an anatomical factor. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. Per the advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed excessive bleeding. The procedure was aborted and re-scheduled for a different day. The target nodule was in the right upper lobe, posterior segment, about 2.1 centimeters (cm) in size. A 21g flexision biopsy needle was used. Staging using endobronchial ultrasound (ebus) was also performed and imaging was performed using c-arm fluoroscopy. According to the physician, it was "totally a lesional issue". The physician declined to share any further information.